Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the customer was performing planned vascular procedure, and the procedure was completed by restarting the system. It was reported that the system was not booting up. Upon further inspection, philips remote service engineer (rse) found the error: "gpdu info: e118_sw2_short note flexvision may not start up due to improper shutdown of the system" in logfiles. The defective fwxvision pc was returned to analysis and observed no failures. Philips field service engineer replaced the flexvision pc. After the replacement of flexvision pc, the system was returned to use in good working. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If the system was not booting up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.